Manufacturer narrative:
D4 - the UDI number is not required for this product. The sheared portion of the actual sample was returned to the manufacturing facility for evaluation. The shared piece measured approximately 62mm. Magnifying inspection found the sheared piece had a semi circler groove on the surface along the total length with one end having an acute-angled cut cross-section. Electron microscopic inspection of the grooved segment revealed dispersed particles on the surface. Elementary analysis of the particle identified it as tungsten. Terumo's guidewire contains tungsten in the state of being dispersed on the surface of the urethane outer layer for the purpose of enhancing the radiopacity of the wire. The state of dispersion of the tungsten particles was found to be similar to that of the product sample. The actual sample was ft-ir evaluated and found to have the spectrum which was very similar to that of our guide wire (polyurethane). Based on the ft-ir result, the returned portion is mostly like a urethane outer layer sheared from our guidewire product. Simulated testing was conducted. A current guidewire m product sample was inserted into a metallic needle and withdrawn from it. The urethane outer layer was sheared from the product sample. The sheared piece was found to be in the state very similar to that of the actual sample. The production lot number was not provided by the user facility which prevented a meaningful review of quality documents. There is no evidence that this event was related to a device defect or malfunction. While the exact cause of the reported event cannot be definitively determined based on the available information, it is likely that the actual device was pulled through the involved metallic needle in the proximal direction in the state of having contact with the edge of the metallic needle resulting in the shearing of the urethane outer layer. The device labeling does address the potential for such an event in the instruction for use (IFU) with statements such as the following: "do not manipulate/withdraw the glidewire through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported separation of the urethane layer on the glidewire device during a procedure. Follow up communication with the user facility confirmed the following information: during use of a broviac catheter, the actual device was used in combination with a metallic needle; after the procedure, multi-slice CT found a sheared piece of fragment approximately 50mm in length left in the pulmonary artery of the patient; it was retrieved from the body with a snare the next day; the procedure itself was completed successfully; and there has not been any change in the state of the patient.